Manufacturer narrative:
(B)(4). The device will not be returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Estimated date of occurrence was entered as (B)(4) 2013. Dahdouh z.; roule v.; grollier g., (heart (heart) (united kingdom) august 1, 2013, 99/16 (1217-1218)): life-threatening iliac artery rupture during transcatheter aortic valve implantation (tavi): diagnosis and management.

Event description:
This event was captured based on literature review. The article is a retrospective review of life-threatening iliac artery rupture during transcatheter aortic valve implantation (tavi): diagnosis and management. It was noted in the article that the prostar xl device was used during this procedure. The procedure took place by right transfemoral access using a prostar xl percutaneous vascular surgical system. After the deployment of the stented valve, and the retrieval of the delivery system, acute haemodynamic deterioration occurred. Abdominal aortic angiography identified massive contrast media extravasation at the level of the right external iliac artery. An non-abbott occlusive balloon was quickly installed by contralateral femoral access and was deployed in the right common iliac artery to limit active bleeding, the breach was completely clogged with two non-abbott covered stents and bleeding ceased. We believe that the prostar device was not related and did not contributed to the artery rupture.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.